Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed a false reactive architect anti-hbs result for a 63-year-old female patient. The following data was provided: (B)(6) 2025. Sid (B)(6) initial architect anti-hbs result was 10.02 miu/ml, repeated 7.7 miu/ml (fujirebio). The patients¿ previous value from (B)(6) 2024 was 10.29 miu/ml. No impact to patient management was reported.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, and device history record review. Data and information provided by the customer were reviewed and support the complaint issue. Return testing was not completed as returns were not available. Review of tracking and trending data for the architect anti-hbs assay did not identify an increase in complaints. Additionally, an increase in complaint activity was not identified for the reagent lot. Device history review did not identify issues associated with the customer¿s observation. The overall performance of architect anti-hbs reagents in the field was reviewed using worldwide field data. The review showed that the median patient result for the master lot falls within +/-2sd of the established baseline, indicating the reagent lot is performing acceptably on market. Labeling was reviewed which adequately addresses the current issue. Based on the investigation, no systemic issue or deficiency of the architect anti-hbs reagent was identified.

Event description:
The customer observed a false reactive architect anti-hbs result for a 63-year-old female patient. The following data was provided: 16jun2025. Sid (B)(6) initial architect anti-hbs result was 10.02 miu/ml, repeated 7.7 miu/ml (fujirebio). The patients¿ previous value from 25nov2024 was 10.29 miu/ml. No impact to patient management was reported.